Event description:
User reports that several syringes were cracking along the sides.

Manufacturer narrative:
Evaluation summary: a crack was confirmed in barrel side wall of the single syringe returned. Visual inspection showed a longitudinal crack approx 1 inch in length along the barrel sidewall of the device. Analysis of complaint data over the past two yrs reveal that cracked syringe barrel complaints occur at a chronic low level;.